Event description:
The customer reported to olympus, the autoclavable camera head would not engage at all and displayed only color bars when plugged in. No error message was displayed. The issue was found during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no output after plugging is confirmed and evaluation found a bad cable unit. The follow-up with user facility is being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The procedure was therapeutic.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found: faded rear cover. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to communication failure caused by cable failure. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.